Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that they were having issues charging their implant and the issue began off and on probably about 6 months ago. Patient stated that they used to charge their implant once every 2-3 days, now they are more active, more mobile then before using more energy of the battery (agent understood patient was referring to the implant battery) and now they charge every day and a half to 2 days. Patient noted that they would be sitting there and every 20 minutes or so they would check the implant and it would say 70% or 60% and they would hit the x so the screen would turn off and all of a sudden they would get a yellow light and a beep and it will say no device found. Patient also stated that sometimes they didn't have any trouble at all and most times they put the paddle back there and it started but it seemed like it got into a cycle that it wouldn't let them out of and sometimes it would saying everything was excellent and within 2 minutes it would be like not good. Patient mentioned they woke up this morning, their back was hurting, they checked and saw their implant was turned off. Patient then mentioned their implant was turned on when they went to bed last night. Patient denied any recent falls/trauma. Agent reviewed with patient implant battery was dependent on the therapy settings and usage. Agent reviewed with patient the stimulation turns off when the implant is below 30%. Agent asked, patient mentioned they were not using a belt and they have the hole of the recharger over their implant when charging their implant. Patient then mentioned if they have the solid part over their implant they get poor connection. Agent reviewed with patient best recharging practices. The issue was not resolved. A request was sent to the repair department to replace the recharger. Agent reviewed with patient if they continue having trouble with the replacement recharger to follow up with their healthcare provider (hcp) to further address the issue in person.